Manufacturer narrative:
Lens was returned in vial, in liquid. Visual inspection found haptic torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -4.5 diopter implantable collamer lens into the patient's eye on (B)(6) 2019. The surgeon indicated that after insertion, the lens "unfolded upside down" in the eye. Intraoperatively, the lens was successfully exchanged with an alternate lens. Reportedly, no patient injury. "Patient doing well, with no evidence of problems in the eye."